Manufacturer narrative:
This report is submitted on march 24, 2020.

Event description:
Per the clinic, the patient experienced a loss of implant osseointegration on (B)(6) 2020 (cause unknown). The patient was reimplanted with another device.